Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the partial lead was returned in segments and was analyzed. No anomalies were found. All conductors were distorted and blood/body fluid was present (not obstructed). The outer insulation was breached cut, and exhibited a cosmetic depression and a white substance. Blood was found in/on the helix/lobe mechanism and tissue was found on the helix. The lead appeared to have been stretched and exhibited apparent explant damage.